Event description:
Additional information was received as follows: it was reported that the occlusion occurred below the stent graft inside a previously placed peripheral stent in the external iliac artery. The stent graft was not kinked and looked completely open. The occlusion below is what caused stent graft to occlude.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology from the time of implant were not reported. It is unknown on which side the contralateral limb was implanted on. It was reported that there was stent graft occlusion caused by distal stenosis of the external iliac artery. A thrombectomy procedure was performed and an endurant iliac stent graft was implanted to resolve the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (distal stenosis of the iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (distal stenosis of the iliac artery).